Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The de novo target lesion was located in the left anterior descending artery (lad). A 28 x 3.5 promus premier select stent was deployed in the left anterior descending artery (lad). After stent deployment, and while taking a orthogonal view of the deployed stent, an edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event and the patient was reported to be stable at the end of the procedure.